Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump had an intermittent power issue and that there was moisture/corrosion inside the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2015 with the following findings: the returned battery cap was unable to fully tighten. The battery compartment was cracked. Leak testing revealed a leak at the battery compartment crack. There was evidence of moisture corrosion inside the battery compartment. The pump was unable to power on and additional testing could not be completed. There was evidence of additional moisture contamination inside the pump.